Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that a patient had an impella 5.5 placed for a patient with acute myocardial infarction/cardiogenic shock. The patient had orthopedic surgery post a fall. The pump was placed in combination with extracorporeal membrane oxygenation (ECMO). The patient's ECMO sites were bleeding, as was the liver. As such there was no anticoagulation/heparin in the pump or systemic. On day two of support, the impella 5.5 limb became swollen and they evaluated for a deep vein thrombosis. The arterial flow was noted to be good. On day seven, the pump was successfully weaned and explanted. The patient survived.

Manufacturer narrative:
The investigation for the reported inflammation has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the inflammation could not be determined.